Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked keypad connector. The insulin pump had a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the act and escape buttons were unresponsive. The mother stated they had to press the buttons several time to enable a response. Customer's blood glucose was 127 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.